Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed a control test and received a reading of 292 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The customer did not have any test strips left that gave the high readings, so no product will be returned.